Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor was not seated into the hard stop. A field service engineer corrected the position of the latch sensor, placed the drawer back into the cabinet and rebooted the device. Performed hardware test application gets passed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary s54, pod 1, drawer 6 failed and could not be recovered. The user accessed the back of the unit and manually opened and closed the drawer; no obvious obstructions were observed. Despite the drawer being closed and locked, the device continued to indicate that the drawer was open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.